Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
(B)(6) 2015 at 08:43 am customer had a mobile system 1 blood glucose value of 11.0 mmol/l. Based upon that value, she injected insulin. At 11:00 am customer had a mobile system 1 blood glucose value of 11.1 mmol/l. The value did not match her hypoglycemic symptoms. She performed with the same blood drop a comparison test with mobile system 2 and the result was 5.0 mmol/l. Customer ate some sweets and had a sweet drink. No adverse event reported. A request was made for the return of the meter and strips.